Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the error code b30 indicated has not been reproduced. Error code b30 is caused by an abnormality in communication with the scope due to the attachment of foreign matter at the electric junction or the attachment of moisture. The event can be prevented by following the instructions for use which state: "b30 errors indicate scope communication errors and are messages that occur when hardware expansion of scope ID data has failed (registry error occurs), mainly due to foreign object adhering and moisture adhering to electrical contacts." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Olympus follow up with the user facility to obtain the return status of the subject device but no information was obtained. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
The olympus sales representative was informed that the customer visera elite video system center is displaying no image due to a communication error, ¿error code b30¿. The customer reported problem was found during inspection before use. No death, injury or harm was reported to olympus.